Event description:
It was reported that the balloon burst. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified radiocephalic artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, the lesion was pre-dilated with a sterling 3mm non-compliant balloon. The 3mm balloon was exchanged out with this device to treat the same lesion. The balloon was then inflated for 3-4 times upon the anastomosis for 20-30seconds accordingly. However, the balloon burst when inflated to 8atm. The whole system was removed safely from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.